Manufacturer narrative:
Additional information; h3-device evaluation: lens returned in a mico-centrifuge vial; dry with debris on product. Visual inspection found haptic torn and debris on lens. Claim#(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -14/6/88 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. This exchange resolved the problem. In the reporters opinion the cause of this event is due to patient-related factor, the reporter stated " the problem is with the sulcus, narrow sulcus".